Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an unspecified peripheral artery. A 6.0 x 120 mm supera peripheral stent system was used and did not meet any resistance during advancement. The stent deployed inside the outer sheath and became stuck and could not be implanted in the lesion. Additionally, the physician noted that the stent was too long for the lesion and had to use another shorter stent. The supera stent was then replaced with an unspecified shorter stent to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.